Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) got their stimulator for interstitial cystitis and were calling to find out if there was an interstim recall that would indicate interstim has caused health issues they've experienced since implant in nov of 2018. Pt said they had prior interstim devices and the original wiring from 2006 was used when the prior devices were replaced until 2018 when pt started working with a new doctor. They don't know why then new doctor redid the wiring when the ins was replaced and their issues started immediately after the replacement. Pt reported they got the device for their bladder but since (B)(6) 2018 they've felt stim in the rectum not in the front part of their pelvic floor (where pt thinks it should be felt), they also experience sharp jolting pain any time they have a bowel movement and are constantly constipated, and they are taking medication (for constipation). Pt said they also had an xray for another health reason and the radiologist said they felt it was too close to a certain nerve (pt did not know which nerve). Pt said they told their doctor about the issues and shared the radiologists report with them and the doctor said it was fine but told them to just turn it off. Pt said: of course, they turned it back on. Pt said: they "need it, apparently" but sometimes wonder if it helps them. Pt said they turned it down, they have tried everything they could with their setting. Pt said they have met with manufacturing representatives on 4 occasions at the doctor's office. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt asked if there is anything in the device that could cause their issues or is it the wiring. Reviewed some brief recall information, offered and sent physician listings. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient never contacted them for a consult.